Manufacturer narrative:
(B)(4). The reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of three consecutive product issues with the same patient. The other two events have been reported under MDR#s 3006425876-2015-00362 and 3006425876-2015-00363.

Event description:
This event was submitted with limited information by (B)(6). It was reported that during insertion into the right ij the guide wire kinked. A re-attempt was made on the left ij with a new kit.